Event description:
The technician alleged the nurse call does not function. No pt impact.

Manufacturer narrative:
The technician replaced the communication cable and speed clamp to resolve the issue.